Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Additional observations: ¿ creases were observed. ¿ red particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported rupture for right side¿. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture for right side¿. Device remains implanted.